Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation. Two devices were found to be broken. One or 3 devices was affected by remedial action z-2238-2016. There were no remedial actions taken for 2 devices. This device is labeled for single-use and was not reprocessed and reused. Correction: 1 device that was originally expected for return, was not received for evaluation.

Event description:
This report summarizes malfunction events in which the device broke. There was patient involvement (3 events were during cranial procedures, 1 event was during an unspecified procedure); no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 devices are available for evaluation but have not yet been received. 1 device evaluation is in progress. 1 device will not be received for evaluation. There were no remedial actions taken. This device is labeled for single-use and was not reprocessed and reused.

Event description:
This report summarizes "4" malfunction events in which the device broke. There was patient involvement (3 events were during cranial procedures, 1 event was during an unspecified procedure); no patient impact.